Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen had lines that blocked graphics and text. There was no impact to the customer¿s blood glucose. Reportedly the customer continued to use the pump for insulin therapy.